Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s external housing was separating, consistent with a mechanical integrity issue of the enclosure, and the customer transitioned to backup therapy with a reported blood glucose of 127 mg/dl and no alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and continued glycemic management on backup therapy. Investigation included customer consultation, confirmation of device replacement, and a request to sync data prior to shutdown and return. Investigation of this device revealed a product physical property issue of the housing/screen bezel area, with no effect on blood glucose control and no alarms generated. It was concluded that the cause was a mechanical housing defect.